Manufacturer narrative:
Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014. (B)(4).

Event description:
The patient had been hospitalized for the past 14 months with seizures and respiratory issues. In (B)(6) 2014, the catheter was revised because it had ¿slipped out¿. On the date of this report, the family was concerned that there was something going on with the catheter. The patient¿s clonus and spasms had been worse for a few days and the patient appeared more uncomfortable. The catheter was aspirated; it was difficult. They were only able to withdraw 1.5 ml and it was very sluggish. There were no changes made to the pump rate or any other interventions done. The patient¿s symptoms continued/worsened per the patient¿s mother. On (B)(6) 2014, the side port was rechecked and there was still sluggish return. The patient had not recovered; the symptoms/issues were ongoing. The device system was delivering baclofen.